Event description:
During the product evaluation by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the f-38 alarm was determined to be damage to the force sensing resistor (fsr) tube misloading sensor. To correct the condition, the tube misloading sensor was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.